Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney for the patient reports the patient has plans to have the mesh explanted.